Event description:
It was reported to philips that the operational check test failed. There was no patient involvement. The field service engineer (fse) indicates the analysis of the review of the weekly tests and the hardware logs found the therapy pca and high voltage capacitor are defective. Upon conclusion of the evaluation, it was determined that the therapy pca an high voltage capacitor need replacement. They were replaced. The device passed testing and was put back into service.